Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "I also wanted to get in touch again regarding the needle holder, which, due to a material defect, resulted in a further operation on a child" due to further operation on a child required, this case is reportable.